Event description:
This case was cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on 11-feb-2016 from a physician. This case concerns a (B)(6) female patient who developed synovitis and aspirated 10-15 ml from joint while receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified location. It was reported that the patient did walk on the evening of her injection. The following days post injection, the patient had pain and swelling. It was reported that the patient also developed synovitis. On an unknown date, approximately 3 days later, the patient saw doctor who gave her anti- inflammatory drugs but pain was still there. On an unknown date, approximately 1 week later, the doctor aspirated 10-15 ml fluid from the joint and injected cortisone. Action taken: unknown. Corrective treatment: anti-inflammatory drugs, cortisone and aspiration for synovitis and not reported for aspirated 10-15 ml from joint. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for synovitis. Additional information was received on 17-feb-2016. Ptc results were added and text was amended accordingly.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) female patient who developed synovitis and aspirated 10-15 ml from joint while receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified location. It was reported that the patient did walk on the evening of her injection. The following days post injection, the patient had pain and swelling. It was reported that the patient also developed synovitis. On an unknown date, approximately 3 days later, the patient saw doctor who gave her anti- inflammatory drugs but pain was still there. On an unknown date, approximately 1 week later, the doctor aspirated 10-15 ml fluid from the joint and injected cortisone. Action taken: unknown corrective treatment: anti-inflammatory drugs, cortisone and aspiration for synovitis and not reported for aspirated 10-15 ml from joint outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for synovitis.